Event description:
Ureterscope was not able to be read by the machine. No connection. Discovered upon setup. Manufacturer response for ureteroscope, flexible lithovue digital disposable, (brand not provided) (per site reporter). No response after three attempts.